Event description:
Per received initial medwatch report 10/05/2009, "patient with migraine headache underwent coiling in interventional radiology. Coiling wire floated out of the aneurysm and migrated to the posterior anterior artery. Attempt at retrieval was unsuccessful. Patient later decompensated.. Neurosurgery in, ventriculostomy, hemorrhage in midbrain, patient expired". Subsequent report from the physician via email on 10/08/2009: the malfunction stated that as 1.5mm coil was placed into a 1.7cm mid basilar aneurysm, the coil failed to detach despite pressing the detach button two times on separate occasions. During withdrawal, it was noticed that there was a gap between dpu and coil, indicating it had detached. The coil appeared to be attached to micro catheter. As the device positioning unit (dpu) was gently pulled back, the coil became fully detached and migrated out of the aneurysm into the artery. Attempts to retrieve the coil with a retrieval device of unknown manufacturer were unsuccessful. Hemorrhage later occurred in midbrain and patient expired".

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.